Event description:
It is reported that the implant had broken through the inner sterile packaging.

Manufacturer narrative:
The outer carton of the component was not returned; therefore, condition is unk. The inner cavity shows a damage only on one end with stressed corners as well as a portion of the end fractured away. The one-sided damage suggests that the packaging was exposed to hazards outside of normally anticipated distribution environments. However, a root cause cannot be conclusively determined. Evaluation: the device history records were reviewed, indicating the device was manufactured, inspected and packaged to specification.